Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high watt alarm was confirmed via review of the controller log files which revealed 6 high watt alarms and an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range on (B)(6) 2017. Parameters returned to normal operating range on (B)(6) 2017. Of note, it was reported that the patient received tpa treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical data of similar related events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the implant center with high watts on the left ventricular assist device (lvad). Pump thrombus was suspected. The patient received tissue plasminogen activator (tpa) and the pump remains in use. No further patient complications have been reported as a result of this event.